Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. A femoral angiogram was not taken prior to the procedure. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. In addition, the analysis of the returned device found a posterior foot break and was not returned with the device. The location of the foot is unknown. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.